Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. An intuitive surgical, inc. (Isi) field service engineer (fse) performed a field evaluation at the site to further investigation the customer reported issue. The fse reviewed logs and tested equipment. The fse was unable to reproduce the customer issue. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument moved unintuitively, causing an injury. The surgeon was using a medium-large clip applier instrument and had already successfully clipped the cystic artery in two places and then cut. Then the surgeon used a sureform 45 stapler instrument with a white sureform 45 reload to divide the cystic duct, which was reportedly large, without any complications. With the duct now exposed, the medium-large clip applier instrument was then used on the cystic artery. The instrument closed on the vessel which was clear of any staple lines or prior clips, but would not lock. The surgeon then opened the instrument jaws and re-gripped the vessel and attempt to lock the clip in place. The surgeon then ¿lost control¿ of the medium-large clip applier instrument while the jaws were closed on the vessels. The message of "roll grip" was noticed on the surgeon side console (ssc); however, the surgeon was unable to gain control of the instrument on universal surgical manipulator (usm) 3. The instrument tip was noted to be "shuttering." The surgeon attempted to toggle away the instrument to regain control. This was attempted 3 times before the instrument eventually "jerked" away and pulled the clip off the cystic artery, causing bleeding. The estimated blood loss was 100ml. The bedside assistant quickly cleaned the camera and replaced the medium-large clip applier instrument on usm 3 with a cadiere forcep instrument, which was used to control the bleeding. A second medium-large clip applier instrument was then utilized to successfully clip the cystic artery and stop the bleeding. The procedure was completed robotically. The patient was kept overnight for observation and pain control, but was recovering well.

Manufacturer narrative:
A review of the dvstream log and kinematic data for system ID rsk8132 associated with this event has been performed by post market quality engineer. A review of the data indicates that the instrument never made it fully into following mode. There were indications of the arm going into following mode briefly followed by the surgeon hitting the swap pedal and swapping which instrument was under control before switching back. This resulted in the surgeon needing to restart the process of getting the arm into following. The most likely cause of the issues with going into following mode is user error and could be related to the clip applier having a different sequence of events to activate following mode. To ensure a clip isn¿t applied the grips aren¿t closed when going into following, but instead the grips are rolled. Intuitive surgical inc. (Isi) received the medium-large clip applier instrument associated with this complaint. Failure analysis confirmed the reported event. The clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. Although the grip are bent, the instrument passed clip test. Components adjacent to this severely bent grip do not show damage. Common causes of the failure mode are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws. The da vinci xi surgical system instruments and accessories was reviewed, which includes the following excerpt in chapter 4 under large and medium-large clip appliers section 4.2 intraoperative use: to enter following mode during clip application, first ensure the corresponding hand control (master) is at least 90 percent open. Then, continue to open or slightly roll the hand control to enter following mode. This control is used to prevent closing the hand control and compressing the clip, which should reduce its effectiveness or cause the clip to fall out of the instrument altogether when the surgeon opens the hand controls after a small closure.

Event description:
Refer to h10/h11 for follow-up information.